Event description:
On (B)(4) 2012 the pk dissecting forceps instrument was returned without a complaint filed against it. The failure analysis team determined the instrument had a broken cable. No information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. No reason for return was provided. A complaint cannot be confirmed or denied. Additional observation not reported by site is a broken cable. The pitch down cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.